Event description:
During the inspection of the ventilator, it was discovered that technical error codes indicating power error were generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, dc/dc & standard connectors printed circuit board - had smell of burning . Power failure minus 12 volts too high alarm shall be triggered when -12 v supply is more than -10.8 v for more than three seconds. The monitoring subsystem shall when the -12 v supply is more than -10.8 v for more than three seconds activate the signal disable_valves.l and deactivate the disable_valves.l signal when the supply is less than -10.8 v. Power failure 12 volts too low alarm shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. Dc/dc & standard connectors printed circuit board convert and supply required internal voltages, control switching between mains power supply and external 12 v battery, and hold a number of standard connectors. The device's logs were not provided for further analysis. The claimed part was not available for further investigation, despite request. Cause of the issue has been determined as related to dc/dc & standard connectors printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).